Event description:
Information as reported by the customer: at the end of the cvc passing procedure femoral pathway, when removing the guide wire, it fell apart getting just an iron wide. It was necessary to refer the patient to hemodynamics for removal of the foreign body (guide wire).

Manufacturer narrative:
(B)(4). Additional information received from customer: what exactly does "iron wide" mean? The correct word is "iron wire". Was the guide wire stuck in the patient? After two attempts to progress the guide wire on the right femoral pathway, it fell apart and became trapped in the patient. What intervention was required? It was necessary intervention by the vascular surgeon and send the patient to hemodynamics for removal of the catheter. What is the patient condition? There was no injury to the patient's vein. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4). Note: the person that notified anvisa is not identified on anvisa system due to confidentiality reasons.

Event description:
Information as reported by the customer: at the end of the cvc passing procedure femoral pathway, when removing the guide wire, it fell apart getting just an iron wide. It was necessary to refer the patient to hemodynamics for removal of the foreign body (guide wire).